Event description:
In 2009, the patient presented to the hospital for exter- nal suture removal. Pacing threshold had risen from 0.5 v at 0.5 ms at implant to 3.75 v at 1 ms. The lead was in the correct position as viewed under fluoroscopy. At about 3 days later, threshold had risen to 6 v at 1 ms. The physician decided to reposition the lead. During the procedure, insulation damage was found. The lead was explanted and replaced. It was noted that no suture sleeve was used at implant.

Manufacturer narrative:
Na